Manufacturer narrative:
(B)(4). Describe event or problem - correction to statement "additionally, patient was previously allergy tested, on (B)(6) 2016, by their doctor and was found to be allergic to ethyl-cyanoacrylate".

Event description:
Additionally, patient was previously allergy tested, on (B)(6) 2016, by their doctor and was found to be allergic to ethyl-cyanoacrylate

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that the reactions begin with the imprint of the glue holding onto the armature onto the back of the tape and then spread to the entire oval under the sensor. If left for more than one day, the reaction becomes more of a wide-spread, systemic rash. Patient described it as being similar to aggressive poison ivy. Affected area was treated with over-the-counter hydrocortisone cream and clobetasol was used prior to placing the sensor. Additionally, patient was previously allergy tested, on (B)(6) 2016, by their doctor and was found to be allergic to ethyl-cyanoacrylate. Patient was also a little allergic to other substance in the dexcom as well as their insulin pump. At the time of the visit, patient was diagnosed with contact dermatitis. Patient became unable to use the dexcom system due to the allergy. On (B)(6) 2016, patient provided an update that they had tried the heat-steaked sensors and did not have any reactions. Additional event or patient information is not available. No product or data was returned for evaluation. However, based on allergy patch test, reported issue of skin reaction was confirmed. Root cause was determined to be an allergy to ethyl-cyanoacrylate.